Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading low mg/dl and the bg meter was reading 699 mg/dl. The patient was at work and was feeling shaky and dizzy. The patient went home, as it was only 5 minutes away from his work. The patient¿s wife took the patient to the ER. At the ER, the patient¿s cgm was still reading low mg/dl and the bg meter was reading 720 mg/dl. The patient was treated with an unspecified IV treatment. The patient was discharged home later the same day once his bg level stabilized. The patient self-administered insulin when he got home and was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.